Manufacturer narrative:
(B)(4). The lot 14f020 was manufactured on june 3, 2014 to june 4, 2014. The device was not received for evaluation. However, a photo sample was available, a visual inspection was made on the photo (via the naked eye) revealed no clear evidence that could have contributed to the reported condition. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor leaked in the overpouch from an unspecified location. The unit contained flucloxacillin. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.